Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer was not sealing. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed. The instrument was placed and driven on an in-house system. The instrument passed recognition, engagement, cut and sealed as expected. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no failures reported in the logs. No product issue was identified. The complaint was not confirmed by failure analysis.